Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump could not recognized if the fluid was flowing through the tubing. The event occurred at the hospital. There was unknown patient involvement and unknown adverse event reported.